Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During inspection of the 5mm monopolar handle 33cm, it could not be confirmed that the insulation was chipped. However, it was noticed that there was gap between the distal tip and the insulation at the distal end of the device. Also noticed, were dings and scratches throughout the shaft of the device. IFU 10000401070 states, "before use, ensure that there are no breaks, chips, cracks, scratches, tears, or missing/loose components on the shaft insulation, handle, or housing. Do not use the instrument if any of these defects are present as this could cause unintended electrosurgical burns and life-threatening complications. If damage has occurred, discontinue use and return the instrument for repair or replacement." The 5mm monopolar handle 33cm failed the insulscan test. The probable root cause/s could be user mishandling or improper sterilization, due to dings and scratches noticed throughout the shaft and a gap between the distal tip and the insulation. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.